Event description:
Patient reported left side "contracture", "rupture", "radial folds", and "scarce amount of peri-prosthetic fluid". Healthcare professional later reported "severe capsular contracture", baker grade unknown. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23 apr 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late, and rupture.

Event description:
Patient reported left side capsular contracture, baker grade unknown, rupture, "scarce amount of peri-prosthetic fluid" (captured as seroma) and radial folds. Healthcare professional confirmed rupture and capsular contracture, baker grade IV. Patient treated with massage and vitamin e. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, b6.

Event description:
Patient reported left side capsular contracture, baker grade unknown, rupture, "scarce amount of peri-prosthetic fluid" (captured as seroma) and radial folds. Healthcare professional confirmed rupture and capsular contracture, baker grade IV. Patient treated with massage and vitamin e. The device remains implanted.